Event description:
Product analysis for the returned handheld computer and flashcard/software was completed. The handheld and flashcard/software performed according to functional specifications. The reported allegation was not verified. During the analysis, no anomalies associated with flashcard software or databases were identified.

Event description:
It was reported that the vns physician was having screen freezing issues with the dell x5 handheld computer recently. The computer screen was reported to be freezing but details of the exact issue were not known, including which screen would freeze. The screen freeze was resolved with a hard reset, however this was occurring frequently and the physician requested a replacement handheld computer. The programming system was received by the manufacturer for analysis. However, product analysis has not been completed to date.